Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the proximal extension and a type iiia endoleak. The type iiib endoleak event is most likely device-related due to the use of strata material. Procedure-related harms and the device, user, procedure, or anatomy relatedness of this event could not be determined due to a lack of relevant medical records and imaging. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, the patient presented with abdominal pain but in stable condition during routine follow-up. The CT (computed topography) detected a type iiia endoleak due to "too short" bifurcated device and a "fabric defect" (type iiib endoleak) of the proximal extension. The physician plans to reline but the re-intervention has not been scheduled due to patient's other health issues. As of date, there have been no additional patient sequelae reported.